Event description:
It was reported that the user announced a ¿usual¿ meal for lunch when a larger meal would have been appropriate, after which they experienced high blood glucose for approximately three hours while using a dexcom g7 with the ilet system. Symptoms included hyperglycemia without reported acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and the user reported feeling okay. Investigation included troubleshooting and education advising against an additional meal announcement to avoid insulin stacking, with user acknowledgment and plan to adjust future meal announcements. Investigation of this case revealed user-related meal announcement error resulting in elevated glucose and no device alerts or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal entry.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.